Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the hardware inside the barrel is stripped on the right side. The caller stated the fork will fall out. The caller stated he was flipped going down his ramp. He stated he hurt his head and neck. He stated he was previously scheduled for neck surgery. He phoned his surgeon and was instructed to wear the collar that was previously provided. The patient said the physician told him if the pain increases he is to go to emergency and he will be admitted.